Event description:
It was reported that during a percutaneous coronary intervention (pci), the intravascular ultrasound (ivus) catheter fractured. The lesion being treated was 90% stenosed with calcification and moderate tortuous in the right coronary artery (rca) distal. The ivus was used to evaluate the lesion prior to stent placement. The physician did not notice any abnormalities with the imaging catheter during preparation or upon withdrawal after the re-ivus. A stent was implanted in the lesion. When the physician attempted to post-ivus, the catheter was not able to cross to the lesion. He removed the catheter from inside the pt. When he flushed the catheter, he noticed the catheter was fractured. No pieces of the device were inside the pt. It was unknown if the catheter was stuck in the stent. No pt injury was reported.